Manufacturer narrative:
Correction- device code removed.

Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer did not charge the pump before going to bed. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose (bg) level was impacted, 286 mg/dl. It was indicated that the customer did not take any corrective actions for the elevated bg level. The customer was able to charge the pump and during troubleshooting with tandem technical support successfully completed the load process.